Manufacturer narrative:
The device was received at gmbh facilities; however, it cannot be fully sterilized. Due to the hazardous conditions, the evaluation of the device will be conducted using pictures. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, excessive force on the shortening suture strands, and/or improper surgical technique. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a revision of an ankle fracture and a syndesmosis surgery the surgeon noted during a final check that the device had a yielded tension by around 2 mm. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.